Event description:
Customer was hospitalized for low blood glucose levels. Troubleshooting was performed and pump passed testing. Insulin concentration was set to u50. Customer was assisted in setting it back to u100.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.